Event description:
During an arthroscopic knee surgery using a super turbovac with integrated finger switches, a portion of the insulation from the distal tip of wand detached and was left in the pt's knee. There is no reported adverse effect to the pt.

Manufacturer narrative:
The device is reported as returning to arthrocare for investigation. A f/u report will be provided once the device investigation and lot history review are completed.